Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. It was reported that, approximately a year and a half after implant, a type ia and a type ib endoleak were discovered. It was noted that the blood vessels at the proximal neck and at the distal sealing zone were obviously enlarged. An aortic cuff and iliac limb were implanted to treat the proximal and distal endoleaks, respectively. It was further reported that the plan was to preserve the renal arteries with a chimney technique, however another manufacturer's bare metal stent could not be advanced to the left renal artery and embolized the left renal artery. The type ia endoleak did not resolve but no further intervention was taken. The type ib endoleak did resolve. The physician stated that the cause of the endoleaks could not be determined; but the cause of the continuing event was due to patient anatomy. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.